Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Proximal phalanx of the fifth metacarpal, dr was using the drill in order to place a plate when the drill bit broke. Dr. Was using the tissue protector correctly, he passed the first cortical correctly but the drill bit broke on second cortical. Drill bit tip remains on patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4); supplier: (B)(4), manufacturing date: 29 may 2013, supplier (B)(4), manufactured p/n 513.005 / lot no f-14324 for po (B)(4). The parts were made to (B)(4). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: our investigation shows that the drill bits in question are indeed broken as mentioned in the complaint description. Both drill bits are broken at the end of the flute. The broken part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved parts/fragments we cannot determine the exact root cause. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Blunt drill bits require more mechanical power during the application, therefore it is recommend that blunt or damaged instruments need to be exchanged before surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.